Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_cath, serial# unknown, product type: catheter.

Event description:
Information was received from a consumer regarding a patient who was receiving unknown medication (unknown concentration and dose) via an implantable pump. The pump's indication for use (IFU) was not provided. The patient reported that the catheter leaked and she experienced complications. No additional information was provided. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.